Manufacturer narrative:
The customer reported the system canceled the service call indicating the customer cleared the fault.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of patient injury.